Manufacturer narrative:
Insulin pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the occlusion test, verify low battery alarm or verify battery longevity due to the display anomaly. Cracks to the case underneath the overlay and at the latch catch area noted.

Event description:
The patient called to report that the no delivery alarm was no longer functioning, as well as low battery life. The patient didn't have the insulin pump with him, and had already started the process of upgrading. The patient was only calling to receive a loaner insulin pump while he waits for his upgrade to arrive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.